Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue of the device receiving low flow was not able to be duplicated during testing. No repairs required. Device converted to loaner. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the representative were at the hospital and setting up the new arctic sun device. The device continued to alert 01(patient line open) and alert 02(low flow) and device was running in bypass mode. The flow would going to 2.2lpm and inlet pressure was -7.0 with a circulation pump command of 100%. Then the conditioning valve would close and the flow would drop to 0.0 and alert 01(patient line open) and 02(low flow). This would comeback an obf and they will send out the replacement. Per follow up information received via email on 21jul2023, no additional information or sample is available at this time. An additional follow up is not required.

Event description:
It was reported that the representative were at the hospital and setting up the new arctic sun device. The device continued to alert 01(patient line open) and alert 02 (low flow) and device was running in bypass mode. The flow would going to 2.2lpm and inlet pressure was -7.0 with a circulation pump command of 100%. Then the conditioning valve would close and the flow would drop to 0.0 and alert 01(patient line open) and 02 (low flow). This would comeback an obf and they will send out the replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.